Manufacturer narrative:
Photophobia. Evaluation: for manufacturing record review, chemistry and microbiological testing. Chemistry and microbiology evaluations or a retained unit of the reported lot used by the consumer (ah00674) were requested; all results were within product shelf-life specifications and sterile. A review of the manufacturing records for lot # ah00674 was performed, including all production processes: compounding, filling, and packaging processes; no deviations were noted and all processes were compliant. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint unit back for analysis, we have been unable to determine the relationship. Analysis of a retained unit of the reported lot has been performed, all analysis were within specifications. Root cause has not been established.

Event description:
A father called to report that his (B)(6) year-old daughter used complete multi-purpose solution easy rub formula for the fist time and experienced red eyes. When she stopped using complete multi-purpose solution the symptom abated without treatment. Approximately two weeks later, she used the same bottle of complete multi-purpose solution and experienced ocular redness, irritation, pain, and light sensitivity. She sought treatment and was reportedly diagnosed with an ocular infection and a micro ulcer on her left eye, and was prescribed an antibiotic (moxifloxacin). Follow-up with the reporter indicated the pt's symptoms resolved without sequelae and she returned to contact lens wear. The complaint unit has been requested, but has not yet been received.